Event description:
It was reported that during a procedure of the heavily calcified distal right coronary artery (rca) a 3.0 x 48 mm xience xpedition stent was implanted in the mid rca without reported issue. The 2.75 x 12 mm multi-link 8 stent delivery system (sds) was advanced, but met resistance and could not cross through the stent implant to the distal lesion. The proximal shaft was noted to have separated. There was no reported adverse patient effect. A 2.75 x 12 mm non-abbott stent was implanted without issue in the procedure. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported shaft separation was confirmed. The reported failure to advance could not be replicated in a testing environment as it was based on operational circumstances. Based on the visual and dimensional analysis of the device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. It should be noted that the multi-link 8 coronary stent system instructions for use states: when treating multiple lesions, stent the distal lesion prior to stenting the proximal lesion. Stenting in this order obviates the need to cross the proximal stent in placement of the distal stent and reduces the chances for dislodging the proximal stent. In this case, the IFU deviation possibly contributed to the reported shaft separation. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device was received. Investigation is not complete. A follow-up report will be submitted with all additional relevant information.